Event description:
It was reported that during the implant procedure, the insulation of the right atrial (ra) lead was found damaged. The lead was replaced and the procedure continued with the new lead implanted on 20nov2025. The patient was stable throughout.